Event description:
Per the clinic, the patient experienced an edema and infection at implant site (date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.